Event description:
Complainant alleged that during biomed testing, the device intermittently would not display an ECG signal using electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Log review identified that the device was detecting continuous 'pads off' messages. This behavior could suggest a potential issue with the multi-function cable (mfc) cable connection. As a precaution, the mfc receptacle and mfc cable were replaced to reduce the likelihood of recurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.